Manufacturer narrative:
This is the same event as 3010536692-2015-01836.

Event description:
Allegedly, the patient was revised due to cup spun out of the socket and was loose.

Manufacturer narrative:
Corrected: this incident is not related to event 3010536692-2015-01836.